Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that even though it said it was on and at 4.8, the patient was constantly having to go to the bathroom and urinating; the patient saw the lightning bolt and knew that stimulation was on. It was noted that the patient was baking bread this morning, they did not have the sensation and did not have the feeling, and all of a sudden, they just started peeing, and at work, the patient had to constantly go to the bathroom every hour or hour and a half. It was noted to be happening for the past 5 months, if not longer. The patient had tried all 4 programs and could not increase past 5; the patient tried 3 at 5 that did not help, 2 at 4.9, and 1 was at 3.1, which was what they started with and had not checked it again. The patient wanted to try program 1, and wondered if it was because they were not monitoring correctly. It was noted the only time it went off was when their battery goes dead on their device; it was unclear what was meant by this, and that the patient could be talking about their patient programmer. It was noted for a good year and a half, the patient couldn't tell it was hardly stimulating unless they were on their motorcycle and it shocked the hell out of their vagina. This had happened before and the patient was not even on their motorcycle, just sitting in a chair and all of a sudden, it would just start shocking them a little bit; the patient expected that once in a while. It was noted it happened during intercourse sometimes and that was a good feeling. The patient would follow-up with their healthcare provider (hcp) to resolve their symptoms. No further complications were reported/anticipated.